Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A technician reports a pt that is possibly overcorrected in both eyes following refractive surgery. Add'l info has been requested. This report is for the left eye, the right eye is being reported under MFR report number 3003288808-2011-00227.